Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that part of the forceps stopper fell off during a diagnostic guide sheath method. The fallen part was recovered from the patient which caused a delay of less than 30 minutes and the procedure was completed using an olympus back-up device. There were no reports of further patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The DHR review was not performed because the lot number could not be identified. In addition, since this device is a disposable product, there is no service history. The device was not returned for evaluation, therefore, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the damage to the biopsy valve may be that the insertion and removal of the instrument was done at an angle, making it heavier and causing damage. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.